Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07846, 0001825034-2018-07849, 0001825034-2018-07841, 0001825034-2018-07796. Concomitant medical products: accel cr ilok fem, cat: rd255013, lot: 473730. Accel cr tib brg, cat: rd255130, lot: 071240. Biomet cc I-beam tray, cat: 141225, lot: 633820. Biomet arcom 3 peg/post, cat: 11-150842, lot: 009730. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a primary total knee arthroplasty. Patient was noted to have aspiration of popliteal cyst on unknown date.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07846-01, 0001825034-2018-07849-01, 0001825034-2018-0784-011, 0001825034-2018-07796-01. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.